Manufacturer narrative:
Product analysis: the actuator interface was found to be securely attached to the coupler tube. There were no evidence of detachment attempts using an instant detacher at this location. The concerto coil was found kinked at the positive load indicator and the break indicator. There was no break found at the break indicator. There is no evidence of detachment attempt at this location. The concerto pusher was found bent at ~30.2cm and ~88.4cm from the proximal end. The coin was found still within the lumen stop. The shield coil was found intact, and the implant coil was found still attached to the pusher. The concerto implant coil was found slightly damaged. A detachment could not be attempted using an in-house instant detacher due to the kink found on the positive load indicator. A manual detachment was then attempted by breaking the break indicator and retracting the release wire and coin out of the lumen stop . The implant coil was successfully detached on the first attempt without any difficulty and no resistance was found with the release wire. Based on the customer report and device analysis, the customer report of "non-detachment" was confirmed, as the concerto was returned with the implant coil still attached. However, the cause could not be determined, and the failure could not be replicated. Customer reported using an instant detacher and manual detachment attempts. However, there was no evidence of detachment attempts found. The concerto was detached during analysis with no issues. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment and conformance to specification could not be assessed. The pusher was found kinked/bent and the implant coil was found damaged. Possible causes are patient vessel tortuosity, advancing device against resistance or damaged during return shipping as the device was returned without its protective dispenser coil or introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil failed to detach from the pushwire. Both the manual method and detacher were used several times. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an unspecified aneurysm with unknown vessel tortuosity.